Event description:
The customer reported that the pump and pump module infusing an unknown medication completely shut off in the or without an alarm or warning during patient use. There are no specific details regarding this event, however like a similar event for this customer there may have been non-specific intervention required. There was no report of patient harm.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The anesthesiologist reported that the pcu's and pump modules often unexpectedly shut down in the operating room, as well as during transport of a patient to the receiving unit without warning or alarm. This occurred especially when the devices were bumped by an IV pole, or rolled over a threshold; one or more pump modules would "disconnect." There were no specific details regarding the events other than the presumption that this was a common occurrence and not considered to be abnormal, unusual or a malfunction of the devices. Although there were no patient event details provided, this customer stated there may have been non-specific interventions required to counteract the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the pump and pump module infusing an unknown medication completely shut off in the operating room without an alarm or warning during patient use. There are no specific details regarding this event; however, like a similar event for this customer there may have been non-specific intervention required. There was no report of patient harm.